Event description:
It was reported that following uneventful bilateral cataract plus trabecular microbypass stent system procedures performed one (1) week apart, the patient presented postoperatively with fibrin observed in both eyes (ou). Per report, the patient underwent an anterior chamber washout and was treated with medication, which stabilized the patient's condition. Through follow-up, the following additional information was received. Per report, there was no further intervention required, and it is unknown what contributed to the fibrinous reaction. The patient status was described as intraocular pressure is stable and favorable with the event resolved. This report references the case of fibrin associated with the left eye (os).

Manufacturer narrative:
Additional information: b3: awareness date used as event date. The device remains implanted in the patient; therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A review of the device labeling and associated risk documents was completed. Inflammation is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred but does not appear to have been a problem with the device or the way it was used. The reported event (fibrin) is an established risk associated with use of the device, which is clearly documented. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4). Reference report 2032546-2025-00089 for the case of fibrin associated with the right eye (od).